Event description:
It was reported that the patient had seven promus stents implanted on (B)(6), 2010. On (B)(6), 2011, the patient experienced a stroke. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported stroke is listed in the promus instruction for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: promus: 2.5 x 18 mm, 2.75 x 23 mm, 2.75 x 28 mm, 2.75 x 28 mm, 3.0 x 12 mm, 3.5 x 15 mm. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.